Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the staff reported that the patient's mask was disconnected but no alarm sounded. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse analyzed the logs, and did not see any alarm related to a disconnected patient, however, it was seen that the caregiver was present near the patient during the indicated time slot.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.